Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #m9107w. The device was received with the top of the I-blade fractured and slightly lifted. In addition, the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process

Event description:
It was reported that during a robotic prostatectomy procedure, the device locked up after the third bite. The handle was pushed apart to open jaw and release tissue. The device handle jammed and the surgeon was not able to take another firing. Hemlock and scissors was used to complete the case. There were no adverse consequences for the patient.